Event description:
The ceramic tip broke from the end of the electrode while ablating tissue. The cermaic portion was retreived and a same like device was used to complete the procedure. There were no adverse effects to the patient.